Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There were no issues during the disposable device manufacturing, including sterilization. Products met final inspection and testing requirements prior to shipment.

Event description:
The clinic reported a patient bilateral abscesses presented 10 days post miradry treatment. Twenty days post treatment, patient went to ER due to pain, swelling, and redness in axilla and bilateral eruption. Bactrim ds was prescribed, a culture was taken, and the patient sent home. Four days later (24 days post treatment) abscesses were lanced, drained, and packed by the treating clinic. Six days later (30 days post miradry treatment) the clinic reported culture results came back positive for bacterial infection (staphylococcus). The clinic stated the abscesses were resolving and the patient did not want to return for a follow up appointment.

Manufacturer narrative:
Device manufacture date to 20-jun-2013.